Event description:
It was reported that it was difficult to position the right ventricular (rv) lead due to resistance with the introducer and the guidewire was unable to be inserted into the lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to insert the stylet into the lead and resistance while maneuvering the lead in the introducer were not confirmed. As received, a complete lead was returned in one piece. An x-ray examination confirmed that the stylet was fully inserted through the lead as received and was easily removed with no restrictions. The lead was inserted and removed from the introducer with no restrictions. A visual and x-ray examination of the lead revealed no anomalies.